Event description:
Preoperative diagnosis: symptomatic infrarenal abdominal aortic aneurysm status post endograft repair with type iii endoleak and expanding 11 cm aneurysm sac. Procedure performed: open repair of ruptured infrarenal abdominal aortic aneurysm with an 18-millimeter dacron tube graft, explantation of failed endologix endograft components and palmaz stents, and repair of aortocaval fistula. Postoperative diagnosis: ruptured abdominal aortic aneurysm, status post endograft repair and aortocaval fistula.